Event description:
A healthcare professional reported that during a coil embolization, a deltaxsft10 3mm x 6cm coil (product code: dlx100306, lot number: 2022554s) could not be deployed. Even with a second release device. There was no patient harm. There was no significant delay. Additional event information received on 22-may-2026 confirmed that the coil just couldn¿t detach upon system activation. The coil was in the right position. There was no coil herniation. The coil did not protrude into the parent vessel. The procedure was completed. There was no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.